Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient experienced issues with the infusion set, the cannula was bent. The patient changed the soft cannula infusion set and resumed insulin. The patient noticed symptoms within 3 hours of insertion, and the site was inserted on abdomen. The patient regularly rotates the site location, and the site area was not impacted. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.